Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the patient was in the hospital for mitral regurgitation and renal disease, intermittent ventricular capture was observed on ECG telemetry. The patient was having intermittent capture when he coded. Real-time telemetry strips showed av pacing with capture until 8:13pm when the device starts inhibiting. Noise was present at this time and it was hard to discern a stable intrinsic cycle length. Intermittent pacing spikes are delivered without capture. The device delivers atp and hv therapy for low amplitude multifocal vt with no sinus conversion. The patient was shocked externally several times with no conversion to sinus and then more chest compressions were provided. The patient expired. The cause of death has not been reported although it appears to be pump failure.